Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported foot break; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Sus voluntary event report (mw5098834).

Event description:
Sus voluntary event report mw5098834 was received which stated: "during procedure when perclose proglide was removed from vessel it was noted that a footplate was missing from the device." No additional information was provided by the account.